Event description:
In 2005, the pt underwent an endovascular procedure to treat a descending thoracic aneurysm with a gore tag thoracic endoprosthesis. The pt tolerated the procedure. On an unk date, computed tomography angiography showed a distal type I endoleak. In late 2007, two additional gore tag thoracic endoprostheses were implanted and the type I endoleak was resolved. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.